Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 581002, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from the device and spinal cord stimulation (scs) left lead had high impedances. The patient underwent full system replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.